Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure in (B)(6) 2008 and mesh was implanted. Approximately five years following the procedure, the patient experienced vaginal mesh exposure and underwent excision of exposed mesh. Additional information has been requested.